Event description:
The pump was returned for investigation. Investigation revealed revealed that the display lens is scratched. This report is made based on results of investigation completed on 03/09/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings: evaluation revealed that the display lens is scratched. (B)(6).